Event description:
It was reported that during a da vinci prostatectomy procedure, the customer experienced nonrecoverable system error code #10025. The isi rep in attendance, at the procedure contacted an isi technical support engineer, who instructed the site to power cycle the system, however, the error continued to occur. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded, that system error code #10025 experienced by the customer, was associated with a pt side manipulator (psm) arm and/or a multiple servo driver (msd) pca board. The psm is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. The system contains five multiple servo driver (msd) boards, which provide drive current to the servo motors associated with each degree of freedom. The system was repaired by replacing the affected psm and msd pca board. The system alarm (system generated fault code) functioned as designed, and there was no injury to the pt. The #10025 system error code appears when the da vinci safety system detects a failure to enable amps. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". The system error code #10025 experienced by the customer, indicated that another fault occurred during the system start up, not allowing the amps to enable. The psm and msd pca were returned for eval, however, at this time the msd pca failure analysis has not been completed. No issues were found with psm, however, engineering found system error codes #212 and #21008 in the system error code logs. The psm affected potentiometer and motor were replaced as a precautionary measure. As of 2008, there have been no reported recurrences of the issue at this hospital.